Event description:
It was reported to philips that the allura xper fd10/10 system displayed x-ray not possible image disk full error message. The device use at time of event is unknown. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating "x-ray not possible - image disc full'' upon startup. The problem was resolved after restarting the system. But during the root cause fse found that the actual issue was with image processing pc (ippc). Review of the log file showed disc bay problem. Fse replaced the os disk, two image disks of lateral ip-pc and the software was reinstalled on lateral ip-pc. Recreation of image storage has been performed for both lateral and frontal. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.